Event description:
It was reported that pulse generator interrogation resulted in the message -data not read- for the battery information. Reinterrogation was attempted without success. Previous measured data from (B)(6) 2009 was 2.64 v, 9 ua and 8.1 kohms with an estimated remaining longevity of one year.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.